Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests, within minutes. Her results were 36,96 and 124 mg/dl. She did not have any symptoms. During troubleshooting it was learned that her test strips had been open for over seven months. She stated that she does not test each week. The reporter had never cleaned her meter. A control solution test was not done due to unavailability of supplies.